Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm. The proximal aortic neck had an angle of 60 degrees. It was reported that 6 aptus endoanchors were implanted during the initial procedure for the treatment of a type ia endoleak. The implant of the aptus endoanchors was successful and no endoleak was seen at the end of the procedure. Per the physician, the cause of the event was due to the patient tortuous anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.